Manufacturer narrative:
A getinge field service engineer (fse) stated cs300 safety disks were received into warehouse as new stock from getinge. Some of the stocks were issued to technician. When the three boxes containing the issued safety disks were opened by the technician, he observed that the serial number on the safety disks did not match the serial numbers on the boxes. Upon investigation it¿s also found another unit still in warehouse stock with the same discrepancy where the serial number on the disk does not match the serial number on the box. See attached sheet where it indicates the serial number on the box vs the serial number on the disk. To resolve issue corrected the records on our erp to reflect the correct serial numbers of the disks for traceability purposes. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, e1(initial reporter), g2, g3, g6, h2, h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), d5, e2, e3, h6(investigation type, remove 3331) the aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 29sep2023.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) cs300 safety disks were received into our warehouse as new stock from getinge. Some of the stock were issued to technician. When the three boxes containing the issued safety disks were opened by the technician, he observed that the serial number on the safety disks did not match the serial numbers on the boxes. Upon investigation we also found another unit still in our warehouse stock with the same discrepancy where the serial number on the disk does not match the serial number on the box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1(contact person ¿ mfg site), g3, h2, h6(type of investigation), investigation findings, investigation conclusions), h11. Corrected fields: d4(unique identifier (UDI)#), g2. [Provided serial# is the serial# of the safety disk and therefore the UDI# is partial].

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : due to character limit full event site address : e1(paddock lane, boundary park, cnr malibongwe dr and epsom ave, northriding).

Event description:
N/a.